Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. They also outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time with a warning to switch to the back-up controller if there is a controller failure the steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Event description:
A report was received that a male patient's controller had a power port connector that was broken. In addition, the patient was not able to connect a power source (ac or battery) to this connector. The event was further described as the "guide for the battery on the power connection located on the controller is fractured". The patient reported that he did not know how the damage had occurred and did not report having dropped the controller. The site believes that the damage may have been caused by disconnecting the power sources by pulling them off at a downward angle (as opposed to straight out) during power changes. The patient was able to exchange the controller for his backup controller with the assistance of the site on the phone and came to the site for another backup controller. The site reported that the patient was anxious during the controller exchange. There was no other reported patient issue or injury associated with this event. Additional information received stated that the patient did not have a pump exchange, only the controller exchange.

Manufacturer narrative:
The instructions for use (IFU) provides instructions for properly connecting the power sources. It instructs to line up the solid white arrow on the connector with the white dot on the controller. Gently push the cable into the controller. Do not twist the connector, but allow it to naturally lock in place. A successful connection will result in an audible click. The IFU cautions, "do, not force connectors together without proper alignment. Forcing together misaligned connectors may damage the connectors. The controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Analysis revealed that the device failed visual inspection due to a fractured power port connector. This affected the ability to adequately establish a connection to a power source. Additionally, it was observed that the serial port data cap was missing. This observation is not related to the reported event and is likely due to the handling of the unit. Of note, the controller was received with the old software version installed (no smr upgrade performed). The most likely root cause of the reported event can be attributed to an applied external force on the power port connector, causing the connector to fracture. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.